Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer¿s international service replaced the power switch overlay to resolve the reported issue. The device passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the power light emitting diode (led) had a contact failure and generated an alarm led failure diagnostic code. There was no patient involvement at the time the issue was discovered.